Manufacturer narrative:
This product is not marketed in the us. Device evaluation: lens was returned in a small centrifuge vial. Visual inspection found no visible damage to the lens, clear surgical residue on the lens surface. (B)(4). Result: work order search performed: no similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -12.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient saw concentric circles. On (B)(6) 2016 the lens was explanted.